Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have difficulty in breathing. The medical intervention that the patient received in response to the event is currently unknown. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged difficulty in breathing and asthma while using the device.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of indeterminate black contaminant on the bottom enclosure on the edge under the front panel, dust-like and hair-like contamination on bottom surface of bottom enclosure, dust-like contaminant on the surface of blower, on blower inlet, and within blower box, black contamination keratin at blower outlet, water ingression within blower box and on blower, mostly near the air intake.the manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with dust-like contaminant on the surface of blower, on blower inlet, and within blower box, black contamination keratin at blower outlet, water ingression within blower box and on blower, mostly near the air intake and indeterminate black contaminant on the bottom enclosure on the edge under the front panel, hair-like contamination on bottom surface of bottom enclosure were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have difficulty in breathing. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.